Event description:
It was reported that the ventilator alarmed for high o2 concentration. The nozzle unit in the o2 gas module was replaced. There was no patient harm. Manufacturer's ref.#: (B)(4).

Event description:
Manufacturer's ref.#: (B)(4).

Manufacturer narrative:
The ventilator was investigated on site and the nozzle unit of the o2 gas module replaced. The replaced part was returned for investigation. The received logs confirmed the reported high o2 concentration alarms at time of the event. The investigation revealed that the returned nozzle unit passed all tests without any discrepancy when it was connected to a test ventilator. The nozzle unit is part of the gas module and regulates the inspiratory gas flow to the patient. It consists of a membrane, a mouthpiece and a feather spring. The membrane in the nozzle unit is pressed against a mouthpiece with a feather spring to regulate the gas flow through the gas module. The root cause could not be determined since the reported problem could not be reproduced.